Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that at times all leads are not picked up for ECG. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips sales representative and the issue was traced to using a third party lead set.